Event description:
It was reported that (1) hp052 was used during a laparoscopic hysterectomy procedure. It was reported by the rep that there was a solid tone during procedure. Tested with test tip and tested negative. Pulled second handpiece to finish procedure. There was no consequence to pt.